Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller states they cannot connect to the ins. Caller states the bluetooth light is on the communicator but reported seeing a message to reposition, communicator lost message and device not responding message. Caller repositioned communicator over ins, ensured bluetooth is on, on handset, caller noted a few times seeing communication in progress message but it would get stuck spinning and not connect to ins. Caller tried closing the therapy app and re-opening. Issue persisted. Tss confirmed caller is using correct pt app, communicator is not plugged in. Caller noted they have used this communicator and handset with another pt and were able to successfully connect. Trx'd caller to nas per request, recommended seeing if family member can bring pt's personal handset + communicator to them.